Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. It was noted the indication for the implantable pulse generator (ipg) was complete heart block and it was unknown if the patient had an underlying rhythm. It was further noted that the patient was a severe dialysis patient, with issues of volume overload and on a lasix drip; "many health issues" was also stated. Follow-up was attempted to obtain the relevant information, however no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.